Manufacturer narrative:
Age at time of event; corrected data: additional information indicates that the event occurred on (B)(6) 2013; therefore, the corresponding patient age has been updated. Date of event; corrected data: additional information indicates that the event occurred on (B)(6) 2013.

Event description:
It was reported that a study patient suffered a stomach infection. It was reported that this may be a pre-existing condition that needed to be added to the patient's medical record and will be determined if the infection is related to vns therapy. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received clarifying that the initial report incorrectly stated the patient suffered from stomach infection instead of acid reflux. The patient¿s acid reflux was documented in the patient¿s medical history starting on (B)(6) 2013, which is before vns was implanted on (B)(6) 2014.